Manufacturer narrative:
A review of the device history records did not reveal any discrepancies relevant to the reported event.

Event description:
The subclavian stenting procedure was performed in (B)(6). After passing the narrow stenosis with the guide wire, the visi-pro stent was sent over the guidewire. The physician could not pass through the lesion because it was so calcific. The physician then decided to do pre-dilatation. While pulling the stent back from the proximal lesion, the stent and proximal markers were flared. While pulling the stent back, it dislodged from the balloon. The physician had to retrieve the stent via snare.